Event description:
It was reported that the health care professional (hcp) called technical services (ts) and requested further review of this pacemaker presenting electrogram (egm). Upon review, right ventricular (rv) lead loss of capture (loc) and out of range intrinsic rv amplitude were observed. Ts discussed findings with the hcp and recommended for the device treating physician to be consulted for further rv lead evaluation. Subsequently, the patient visited the device treating physician and the pacemaker system was checked. The patient was found to have sepsis and endocarditis symptoms. The physician determined that the observed higher thresholds on the rv lead appeared to be due to the endocarditis. The physician plans on scheduling a system explant procedure, however at this time, the rv lead remains in service and was reprogrammed to higher outputs. No additional adverse patient effects were reported.